Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis as well as hyperglycemia on (B)(6) 2018. The customer blood glucose level was over 400 mg/dl, 550 mg/dl and 404 mg/dl at the time of incident and the current blood glucose level was 213 mg/dl. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was unsure that the auto mode feature was active. The customer stated that the symptoms related to high blood glucose such as abdominal pain, nausea, vomiting and diarrhea. The customer was treated with two bags of saline solution for dehydration and intravenous with something for the nausea. The insulin pump will not be returned for analysis.